Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 299 mg/dl. The customer treated with insulin pump. The customer also reported getting inaccurate readings with the sensor. Customer's blood glucose level was over 124 mg/dl and the sensor glucose reading was 180 mg/dl that triggered the insulin pump to suspend insulin delivery. Customer declined troubleshooting. Nothing was returned for analysis.